Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 9-10, 2025. H11: the actual device was not available; however, five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the returned companion sample, and the reported issue was identified. Functional testing was performed on one companion sample and while performing the set-up wizard steps and the direct entry compounding cycle, bubbles were observed or encountered during testing. The sample was evaluated the compounding cycle was completed with bubble detected alarms or errors occurring on port 5. The issue of bubbles was not verified during prime and verify, ui flush or after the pump calibration process. However, a bubble was detected during the direct entry compounding cycle during testing. The reported condition was verified. The cause of the bubble could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, reports of bubbles in the line are not associated with a contamination or accuracy issue and are not likely to cause or contribute to a death or serious injury. The issue is unlikely to cause or contribute to serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had a leaky port 5 that causes air in line and bubbles. This occurred during compounding potassium phosphate. There was no patient involvement. No additional information is available.